Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("abnormal uterine bleeding"), haemorrhagic anaemia ("anemia"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("prolonged menstrual bleeding / abnormally heavy menstruation") in a 29-year-old female patient who had essure (batch no. Dn10829, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced the first episode of procedural pain ("painful post-operative recovery"). On (B)(6) 2016, the patient experienced the second episode of procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual bleeding"), menstrual disorder ("acute clotting"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), perineal pain ("perineal pain"), tooth disorder ("dental problems"), abdominal pain ("abdomen pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (ablation and hysteroscopy on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic anaemia, menorrhagia, menstruation irregular, menstrual disorder, weight decreased and abdominal pain was resolving, the uterine haemorrhage, the last episode of procedural pain and vaginal haemorrhage outcome was unknown and the genital haemorrhage, perineal pain, tooth disorder and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, haemorrhagic anaemia, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, perineal pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: following the implant, plaintiff began experiencing symptoms. On 18-dec-2016 she underwent a bilateral salpingectomy and cystoscopy. Since having the salpingectomy, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding( confirming genital bleeding). Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: vaginal haemorrhage, tooth disorder, dyspareunia, abdominal pain, perineal pain, genital haemorrhage, uterine haemorrhage were added. Reporter, patient demographic information, other relevant history updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), uterine haemorrhage ("abnormal uterine bleeding"), haemorrhagic anaemia ("anemia"), genital haemorrhage ("abnormal bleeding") and menorrhagia ("prolonged menstrual bleeding / abnormally heavy menstruation") in a 29-year-old female patient who had essure (batch no. Dn10829-inv, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nausea, vomiting and right lower quadrant pain. Concurrent conditions included headache, menometrorrhagia, sciatica, nerve damage, anxiety, depression, penicillin allergy (hives), dizziness, fatigue, heartburn, anemia, hypoglycemia, low back pain, chest pain, bee sting, latex allergy (rash.), ovarian torsion and smoker. Concomitant products included alprazolam (xanax), medroxyprogesterone (depo provera) and naproxen from 2013 to 2014. On (B)(6)2013, the patient had essure inserted. On (B)(6)2015, 1 year 5 months after insertion of essure, the patient experienced the first episode of procedural pain ("painful post-operative recovery"). On (B)(6)2016, the patient experienced the second episode of procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual bleeding"), menstrual disorder ("acute clotting"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), perineal pain ("perineal pain"), tooth disorder ("dental problems"), abdominal pain ("abdomen pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2016) and surgery (thermochroic endometrial ablation and hysteroscopy on (B)(6)2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic anaemia, menorrhagia, menstruation irregular, menstrual disorder, weight decreased and abdominal pain was resolving, the uterine haemorrhage, the last episode of procedural pain and vaginal haemorrhage outcome was unknown and the genital haemorrhage, perineal pain, tooth disorder and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, haemorrhagic anaemia, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, perineal pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: following the implant, plaintiff began experiencing symptoms. On (B)(6)2016 she underwent a bilateral salpingectomy and cystoscopy. Since having the salpingectomy, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding( confirming genital bleeding). Confirms pelvic pain, menorrhagia, abnormal uterine and vaginal bleeding lot numbers and exp/mfg dates lot number: dn10829 is invalid. Lot number: b30422 manufacture date: 05-2013 expiration date: 31-05-2016 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and menorrhagia ("prolonged menstrual bleeding / abnormally heavy menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual bleeding"), menstrual disorder ("acute clotting"), anaemia ("anemia") and weight decreased ("weight loss"). The patient was treated with surgery (ablation and hysteroscopy on (B)(6) 2015). On (B)(6) 2015, the patient experienced the first episode of procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). On (B)(6) 2016, the patient experienced the second episode of procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, menstruation irregular, menstrual disorder, anaemia and weight decreased was resolving and the last episode of procedural pain outcome was unknown. The reporter considered anaemia, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain, weight decreased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: following the implant, plaintiff began experiencing symptoms. On (B)(6) 2016 she underwent a bilateral salpingectomy and cystoscopy. Since having the salpingectomy, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.